Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, it was discovered that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high out of range pacing impedances greater than 2000 ohms on the right atrial (ra) channel. The patient is not pacemaker dependent and the physician elected to continue monitoring the system via regular follow-ups. The ra lead and this crt-d remain in service. No adverse patient effects were reported.